Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving lioresal 2000 mcg/ml at 500 mcg/day (turned to 100 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported the patient had a return of symptoms. The patient did not experience withdrawal. There were no pump alarms. The patient was taken to the operating room (or) for exploration. A catheter access port (cap) test was performed, and there was no cerebrospinal fluid (csf) flow. X-rays were also performed, and were normal. The connector was cut, but there still was no csf flow. There was tissue noted in catheter connector. The spine incision was opened, and a kink was noted at the collet connector. The catheter was cut and there still was no csf flow. A new catheter was placed and had proper csf flow. The patient's does was decreased to 100 mcg/day and was admitted for monitoring/observation. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's status at the time of the report was unable to be obtained. The patient's medical history included severe cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.